Manufacturer narrative:
(B)(4). Eval, results/conclusion: (aortic neck calcification and moderate angulation).

Event description:
An endurant iliac stent graft was attempted to be implanted in a pt for the endovascular treatment of a 5.3 cm abdominal aortic aneurysm approx one month ago. The aortic neck was 19 mm long, 21.3 mm in diameter at the renal arteries, with calcification, thrombus, and moderate angulation. The delivery system was not torqued when advancing or withdrawing the taper tip. It was reported that during the procedure, the physician was unable to release the bare springs of the endurant bifurcated stent graft and that the tip capture mechanism did not work. While the physician was modeling the stent graft with a reliant balloon the stent graft was sliding. The pt was converted to open surgery and is doing fine. The explanted stent graft was returned and its eval is pending.